Manufacturer narrative:
The insulin pump was received with slightly loose drive support disk. Device had minor scratches on lcd window. Unit received with cracked case at display window corners and cracked battery tube threads.(B)(4)

Event description:
Customer's mother reported via phone call that the drive support cap n the insulin pump is loose and it moves in and out. It was confirmed the customer has not pressed on it while being connected. Blood glucose value is unknown. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.